Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during use in a rotator cuff repair, the tip of the scorpion needle, ar-13995n, broke and the broken fragment dropped into the rotator cuff. The broken fragment was not able to be retrieved. The case was completed with a new needle of the same part number. The surgeon did not retrieve the fragment because the attempt would cause more harm.